Event description:
The customer reported ECG interference. There was no patient involvement. On (B)(6) 2013 new information was received clarifying the symptom to be unreadable leads and pads ECG.

Manufacturer narrative:
The customer reported ECG interference. There was no patient involvement. On (B)(4) 2013, new information was received clarifying the symptom to be unreadable leads adn pads ECG. A third party field service engineer evaluated the device. The reported symptom was reproduced. The customer declined repair. The device was returned to the customer. We are unable to confirm the cause of the reported symptom as the customer has declined service at this time.